Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm. The blockage was in the tubing. The patient faced burning sensation and warmth at the insertion site. The patient replaced the infusion set and resumed insulin deliveries successfully. No additional information available.